Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2007102. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this issue, twenty retained samples of the same lot number were obtained for further evaluation. However, the retained samples did not show any signs of damaged barrels. Based on the investigation results an exact cause could not be determined for the reported incident.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle experienced device damage while still considered operable. The following information was provided by the initial reporter: when a nurse was dispensing medicine for a patient, she opened the package of the 5ml syringe and found that the barrel of the syringe was broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle experienced device damage while still considered operable. The following information was provided by the initial reporter: when a nurse was dispensing medicine for a patient, she opened the package of the 5ml syringe and found that the barrel of the syringe was broken.